Event description:
Rptr noted two cases of increased vacuum, anterior chamber fluctuation, posterior capsule tear and vitreous loss occurred during phaco. Pt 2 of 2: no vitrectomy performed; iol was not implanted at this time. F/u with surgeon indicated pt referred to retinal specialist for add'l procedure.